Event description:
It was reported that the patients deep brain stimulator implantable pulse generator, ipg, switches off on its own. The ipg would turn off frequently, and was not specific to any place, position or activity. The patient was able to turn the stimulation on with the remote control. Troubleshooting was performed however the event did not resolve. The patient underwent an ipg replacement procedure. The patient was doing fine post-operatively.

Manufacturer narrative:
Db-1200, serial number: (B)(6): engineers inspected and analyzed this device upon receipt. A review of the patients data indicates that the recent reset counter increase occurred on due to an unknown event. During two weeks of monitoring, it was confirmed that the count remains unchanged. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage test verified no loss of electric current into the surrounding tissue. It passed the functional test, and an electrical test revealed normal device characteristics.

Event description:
It was reported that the patients deep brain stimulator implantable pulse generator, ipg, switches off on its own. The ipg would turn off frequently, and was not specific to any place, position or activity. The patient was able to turn the stimulation on with the remote control. Troubleshooting was performed however the event did not resolve. The patient underwent an ipg replacement procedure. The patient was doing fine post-operatively.